Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over one (1) year since the subject device was manufactured. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the "foreign material clogged in the auxiliary water channel" malfunctions could not be identified, nor the type of material. The event can be prevented by following the instructions for use which state: IFU states the detection method in cf-hq1100dl/I operation manual chapter 3 preparation and inspection. IFU states the preventive measures in cf-hq1100dl/I reprocessing manual chapter 5 reprocessing the endoscope. The legal manufacturer reviewed the costumer provided cleaning disinfection and sterilization (cds) process where no obvious deviation form instructions for use (IFU) were identified. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device inspection, the colonovideoscope exhibited a whitish foreign material found inside the jet tube. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.